Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and there were three potential findings. Non-conformances were initiated for lot#34c22c0032 in regard to "peel-away sheath body damaged in use". Without the sample returned, it cannot be confirmed if the failure mode of this complaint is the same as/relevant to the non-conformance identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "clinician noticed the tip of the sheath over the dilator buckle when inserting it over the guidewire. The clinician was able to insert it all the way with no issues but did see it buckle. [The device was placed in the] left upper arm, no scar tissue [noted], skin was not tough. No issues gaining access. [Issue was identified] prior to advancing sheath. Clinician did not use a new kit. When she advanced the sheath [she] noticed it buckle at the tip of the sheath. The sheath was removed in its entirety." No patient injury, harm, or consequence reported. Patient condition reported as "fine".

Event description:
It was reported that the "clinician noticed the tip of the sheath over the dilator buckle when inserting it over the guidewire. The clinician was able to insert it all the way with no issues but did see it buckle. [The device was placed in the] left upper arm, no scar tissue [noted], skin was not tough. No issues gaining access. [Issue was identified] prior to advancing sheath. Clinician did not use a new kit. When she advanced the sheath [she] noticed it buckle at the tip of the sheath. The sheath was removed in its entirety." No patient injury, harm, or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.